Event description:
It was reported that during a spine surgery the catheter was nicked; healthcare provider (hcp) did not have a medtronic product to repair the catheter during the procedure. It was later reported that the catheter event happened during a fusion, location was not known. The catheter was spliced and a non-medtronic product was used. Patient outcome and drug infused via the device were unknown to the reporter.